Event description:
It was reported that outside of surgery, there was a leak from the a/r valve at the motor connection. There was no patient involvement or impact. Due diligence is in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: france. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d2, d4, g3, g6, h1, h2, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.